Manufacturer narrative:
Additional information: h4: the lot was manufactured between 3 september 2025 and 5 september 2025. H11: the actual device was received for evaluation with 16 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rates were found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused during patient infusion. The device contained saline. The issue was described as, no decrease in weight was observed, and the flow rate was slow. The flow restrictor was repositioned to the inner chest area and monitored. However, a large residual volume remained at the end of the scheduled administration, and the infusion was not completed despite extended administration time. The expected infusion time was 46 hours; however, the actual infusion time was more than 50 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.